Event description:
A malfunction alarm labeled as malf 9 was reported, and no notable events occurred prior to the malfunction. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer with resetting the pump, and after the reset, the malfunction did not recur. The customer was advised to continue using the pump and to reach out if the issue reappeared, which the customer understood and acknowledged.